Event description:
It was reported that during a breast biopsy, after deploying the tissue marker and attempting to close the probe to remove from the breast, there was an l3-009 error code. There was no patient consequence reported. Case was completed using the holster.